Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time

Event description:
It was reported that the customer had a blank display occur with their insulin pump. Customer's blood glucose level was reported at 350 mg/dl. Product is being replaced. No further information provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, operating currents, self test and off no power test. No blank display noted. No cosmetic damage noted.